Manufacturer narrative:
Initially, it was reported that the bed exit alarm didn't go off, but the following day, it was confirmed that the bed exit alarm was functioning correctly and the bed appeared to work as intended. The instruction for use (IFU - 746-591-en) includes below information about patient fall risk: "to reduce the risk of injury due to falls, lower the bed to minimum height when the patient is unattended." IFU also states: "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." "Before using patient movement detection, verify that the alarm can be easily heard by caregivers, e.g. At the nurse's station." The initially reported alarm malfunction did not lead to the patient's fall. The alarm detects patient's movements; however, it will not restrain patient from leaving the bed. The root cause could not be confirmed. The circumstances of the event are not known; therefore, it is unknown why the patient fell from the bed. To sum up, the arjo device was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. The device met its specifications, as no malfunction was identified. This complaint is reportable due to the allegation of the patient's fall (the patient tried to exit the bed and fell), which resulted in a serious injury. The device is distributed outside the us, and no gudid information exists. H3 other text: the customer withdrew their initial allegation regarding an exit alarm malfunction. No other defect was reported, and the bed remained in use without further issues.

Event description:
Arjo was informed about the event involving the enterprise 9000x bed. The caregivers placed the patient in the bed, raised the side rails, and set up the bed exit alarm. Fifteen minutes later, the patient was found on the floor between the bed and the bathroom. The bed was made and the side rails were still in the raised position. The patient tried to exit the bed and fell. As a result, the femur was fractured, which will require surgery, and blood was coming from the right eyebrow. The clinical specialist assessed the injury as serious.